Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt0779 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that non-permeable bidirectional valve. Consequence: blood reflux, PICC change. No other information was provided.

Event description:
It was reported that non-permeable bidirectional valve. Consequence: blood reflux, PICC change. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of blood reflux was inconclusive due to the sample condition and because clinical conditions could not be replicated. One 4fr s/l powerpicc solo was returned for investigation. The catheter exhibited evidence of use. A microscopic examination showed a crystalline material on the valve within the purple solo connector; however, no defects were observed on the valve. A functional test revealed that the catheter was patent to infusion and no leaks were observed in any part of the catheter. The catheter was suspended valve side down with a column of water in the lumen. No fluid dripped from the solo connector. One of the benefits of the proximal (solo) valve is to reduce blood reflux compared to open-ended catheters. It was reported that there was blood reflux in the catheter, which could be attributable to the pressure gradient or use conditions; however, there was insufficient evidence to determine the cause of the blood reflux. Since the clinical conditions could not be replicated, the complaint was inconclusive. H3 other text: evaluation findings are in section h11.